Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed difficulty with the sutureless connector led to explant.

Event description:
It was reported, the pump was explanted on the date of this report and there was difficulty separating the pump connector from the pump during the procedure. The cause of the product issue was undetermined, but the issue was resolved after replacement. It was noted, the sc pump connector was removed on 2014 (B)(6), was replaced, and would be returned. It was further reported during the pump replacement in the operating room (or) the connector would not release with normal pressure on "dots.¿ it was noted patient symptoms were not reported and the patient¿s status on the date of this report was ¿alive-no injury.¿ the pump was being used to deliver lioresal.